Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a esp-60 syringe pump that the customer reported the device was turning off in the middle of the infusion. At the time of the event only water was infusing for testing. The pump did not alarm and the pump was being tested for "start normal" infusion. The pump was being tested using battery power. There was no additional information provided.